Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. No anomalies were found. The analyst noted hydrophilic coating was present on the length of the shaft of the introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the leadless implantable pulse generator (ipg) introducer 'did not have coating' and exhibited high resistance. The system was replaced. No patient complications have been reported as a result of this event.